Manufacturer narrative:
Customer mentioned that there were erroneous test results for ck-mb and troponin for two analyzers. Test data was provided only for erroneous troponin results with one analyzer. (Note: ck is creatine kinase and mb is m sub-unit, expressed in muscle, and b sub-unit, expressed in brain). Samples were lithium heparin plasma centrifuged for 3 minutes at 4400. Quality control was within the customer's established ranges. On (B)(4) 2010, the field service engineer performed hardware verification testing and a preventative maintenance. The high sensitivity system check failed the no foam portion. The wash carousel was significantly dirty and the alignment of the wash arm to the wash carousel needed adjustment. All verification testing met specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt when using the unicel dxi 800 access immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the lab. Repeat analysis was performed on the same analyzer and another unicel dxi 800 access immunoassay system. The retest results were within the normal range. It is unk if there was any affect to pt treatment. No reports of death or serious injury as a result of this event.